Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 58mm; cat# 542-11-58g ; lot# 54748701 exeter v40 stem 44mm no 2; cat# 0580-1-442 ; lot# g6169557 med howmedica bone plug 1pk; cat# 6215-5-011 ; lot# cppsp01b v40 cocr lfit head 36mm +5 offset; cat# 6260-9-236; lot# ma2435 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: "device implanted in 2017. Approx (B)(6) 2023, patient reports they were at home when the right side of their body dropped and they experienced excruciating pain. An ambulance was called, and they were taken to the hospital. Received revision surgery.